Event description:
The information received by medtronic indicated that insulin pump had keypad anomaly. The keypad of the insulin pump was unresponsive. The insulin pump keypad had crack on left top to right bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.